Event description:
It was reported that during a tibial angioplasty procedure, guide wire fracture occurred. The target lesion was located in an unspecified location. The physician was using a 300cm journey atip guide wire in the patient, 4cm of the distal tip fractured and remains inside the patient. The physician stopped the case and tried to snare it and but was unable to retrieve it, so he stopped the procedure. The patient may undergo either an amputation or open it up and try to get that wire out.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).